Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not automatically resume insulin delivery when expected. Additionally, the customer experienced low blood glucose (bg) of 40mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.